Event description:
User facility reported a uterine perforation following an attempted novasure procedure. On follow-up, received in 2008, it was reported that a, "perforation and small uterine size" were noted by the physician on post hysteroscopy. The procedure was completed with a non novasure device. No additional info is available.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. The device involved in this event was not returned; therefore, an investigation was unable to be performed in our lab. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilatation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indictor only and it might not detect all perforations under all possible circumstances. Clinical judgment must always be used.